Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. The date of lead dislodgement was unknown. The patient presented for a lead revision procedure on (B)(6) 2018. During the procedure, lead dislodgement was confirmed via fluoroscopy. The lead was successfully repositioned on (B)(6) 2018. The patient was stable throughout.